Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (364 mg/dl). Customer's nutritionist recommended their carbohydrate ratio and correction factor be adjusted. Tandem technical support guided the customer through adjusting their settings to stabilize blood glucose levels.